Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, occlusion,prime/a33, and excessive no delivery alarm test. No excessive no delivery alarms noted. Unit functioned properly. Unit received with cracked reservoir tube lip.(B)(4)

Event description:
Customer reported having a high blood glucose of 465 mg/dl earlier in the morning. The customer stated she had changed her site three times and noticed insulin was only periodically being delivered. The customer's blood glucose was 249 mg/dl at the time of the call. Troubleshooting did not find any leaks or air bubbles on the insulin pump. Insulin was also able to exit with a manual prime. The customer's settings was also accurate. She asked to have her insulin pump replaced. No additional information provided.